Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable clamp in the tubing. The patient had already stopped and restarted the infusion. After that the pump displayed run and was running correctly. No further assistance was needed. No patient injury was reported.